Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Trouble shooting could not find the reported issue. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a case, the x-ray self test was not finishing. The imaging system does not finish boot up and the pendant reports x-ray self test not successfully finished. The pendant displays 'generator not ready'. There was no patient present when this issue was identified.